Manufacturer narrative:
Submit date: 12/21/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the nurse noticed that the patients cvc venous port is leaking d/t crack on the line. There was 5cc of blood lost. There was no patient injury or ill effects. A new catheter had to be inserted.

Manufacturer narrative:
Submit date: (B)(6) 2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and a pinhole was found on the venous extension at the base of the hub. The sample was submitted to an underwater test. Bubbles were detecting coming out of the venous extension. The arterial extension did not show any bubbles. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A possible root cause can be due to repeated clamping of the device. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and visual inspection at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.